Manufacturer narrative:
Device evaluated by MFR: the device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal reference #: (B)(4).

Event description:
It was reported that during a procedure, the cavity integrity assessment failed on the first attempt. The cervical collar was adjusted and the cavity assessment passed and the ablation was completed. The patient was scheduled for a laparoscopy for another procedure. Two black marks were seen on the outside of the uterus during laparoscopy. No perforations or holes were noted. No thermal bowel injury was reported. No treatment was given to the patient.